Event description:
It was reported the patient received the following results within 15 minutes: 70 mg/dl (patient's meter) and 20 mg/dl (paramedic's meter). The patient was making noises in his sleep and talking gibberish. The patient's wife was unable to wake him and she contacted the paramedics at 4:00 a.m. The result comparison was performed and the patient was treated with an unknown IV and glucose tablets to increase his blood glucose level. Around 4:30 a.m., the patient was feeling better and the blood glucose result was 127 mg/dl on the paramedic's meter. The patient was not transported to the hospital.